Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2: date of submission 09/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No cs 215 alarms or other warnings occurred during testing. The device performed within specifications. The original complaint of ant in place of cgm readings issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that ant (antenna) icon appears in place of the continuous glucose monitor (cgm) reading for more than 3 hours. There is no allegation of an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.